Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shuts down was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is an internal li-ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Battery is not holding charge. (B)(6) 2021 evaluation results found scanner shutdown prematurely when disconnected from ac power.